Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient wanted to know how to change from group b to group a because they were having some problems. They were walked through how to change groups. When the patient changed to group a they had a tingling feeling. The patient had severe convulsions. They spent 3 days in the hospital the week prior to report because of the convulsions. Further follow-up was being conducted to determine what the circumstances were that led to the severe convulsions, what steps were taken to resolve the issue, and had the symptoms been resolved. If additional information is received, a follow-up report will be submitted.